Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture on the right ventricular lead. On (B)(6) 2021, the physician elected to cap and replace the right ventricular lead. The patient was in stable condition post procedure.